Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump's time and date settings. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, the battery cap was returned with pump and was stripped and unable to secure to power on pump. A test cap was used for investigation testing.time/date reset to default was duplicated after battery change during investigation. Due to a bt1 component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.